Event description:
It was reported that pump is alarming no disposable again. Instructed patient to hit start/stop button to silence alarm, reviewed settings and pump restarted. No patient harm. No additional information available.